Event description:
Kimberly-clark 14 fr peg tube was being removed in clinic. It is labeled as traction removal, but the tube would not come out with vigorous traction. After pulling hard, the disc broke off the tube and in addition, the track was lost between the skin and the stomach. The baby needed operating room to be re-peg and retrieve disc fb from stomach. Dates of use: (B)(6) 2010-(B)(6) 2010. Diagnosis or reason for use: need for feeding access.